Event description:
The doctor was unable to insert the guidewire into the catheter because the catheter had an obstruction. (Event complications: unknown - reported 9/22/97.) (Pt's current status: unk - rpt'd 9/22/97.)

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely folded. Blood was noted on the exterior of the iab and clotted blood was noted within the inner lumen. It was not possible to remove the clotted blood from the inner lumen without damaging it. No kinks were noted in the catheter tubing or inner lumen. The rpt'd original datascope guidewire used with the iab was not returned for examination. During laboratory examination, it was not possible to pass a laboratory .030" or a .035" guidewire through the inner lumen or to aspirate water through the lumen due to the presence of the clotted blood. Probable cause of difficulty: based on the condition of the inner lumen, the rpt'd difficulty was verified. The inability to advance the guidewire through the inner lumen indicated that the inner lumen may have kinked within the pt. It is possible that the tip of the iab was within a subintimal space, that the tip lay against the arterial wall occluding the inner lumen, that the iab tip or inner lumen was temporarily occluded by clotted blood, or that a kink, possibly due to a severe vessel tortuosity, caused the rpt'd difficulty. In addition, datascope's instructions for use state: "a fast forward flush is recommended hourly to help maintain patency of the central lumen. Always aspirate 3 cc. Initially if the central aortic pressure line or the central lumen becomes dampened. If resistance is met upon aspiration through the inner lumen, consider the lumen to be occluded. Discontinue use of the central lumen by placing a male cap on the female luer fitting. Do not manually flush the central lumen with a syringe." Finally, having the opportunity to examine the original guidewire may have provided some add'l insight into the encountered difficulty.